Manufacturer narrative:
X medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, on bowel tissue, within the 7mm thickness, sealing was inadequate/partial (with evidence of energy delivery and end tones heard). There was no bleeding. There were good seals while procedure was laparoscopic, and jaws were cleaned enough. The device sealed perfectly while procedure was laparoscopic. Once surgeon went open, it stopped sealing, with alarm tone of incomplete seal. No energy was delivered on the tissue, however when they tested energy delivery on a swab it worked. Another device was used with the same generator and it worked fine. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted damage to the seal plates. Damage to the insulation at the tip of the jaw. Piece possibly missing. Functionally, the device's jaw opening and closing mechanism was functioning properly. The weld integrity of the device was inspected and was found to be within specification. The blade moved smoothly along the knife track and returned to the home position when the trigger was released. The knife cut of the device was tested on a silicone test strip with acceptable results. The device produced re-grasp alarms. No electrical or wiring issues were found. Had this been an assembly defect, the sample would have been rejected if found prior to shipping. It was reported that there was an alarm activation issue, and the device stopped working. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur with the user misuse, like inadvertently closing jaws on a hard/metallic object and/or drop. Damage to the seal plate can result in alarm activations and difficulty with activating the device. It was also reported that the device sealed partially. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of insulation damage. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not attempt to seal or cut over clips or staples as incomplete seals and/or damage to the cutting blade will occur. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.